Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the 3d model of the patient reference frame seen on the model was not the patient reference frame being used in the procedure. The site was using a non-medtronic (mdt) product, but the system was displaying the headband tracker. Technical services (ts) video called and confirmed that the system was displaying the headband. Ts had the site go to the equipment page and remove several patient trackers that were not the non-mdt product from the equipment. The headband was not present in the equipment page. When the manufacturer representative (rep) returned to the registration page, the issue was not resolved. The site rebooted the system, and they were able to pull up the images. The system displayed the correct patient reference frame. The site was then able to continue as normal. This issue caused an unknown surgical delay. The impact on the patient's outcome was unknown.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735602r, lot number: unknown h6: codes a0709: device sensing problem, a0908: incorrect, inadequate or imprecise result or readings are applicable to the patient reference frame seen on the model was not the patient reference frame being used in the procedure. H3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.